Event description:
It was reported the patient was hospitalized for hypoglycemia while using the aviva system. On (B)(6) 2017 at 2:00am the customer received a blood glucose result of hi mg/dl, which on the system indicates a result in excess of 600 mg/dl. Based on this result the customer administered 4 units of humalog and 4 units of lantus, based on her sliding scale. At approximately 6:00-7:00am the customer began to experience low blood glucose symptoms. At 8:15am the husband tested the customer's blood sugar and received a result of 91 mg/dl. He then took a 2nd reading at 8:32am and received a result of 316 mg/dl. At this time the customer was incoherent and was unable to talk. The husband called the paramedic's. The paramedic's arrived at 8:45am and received a result of 41 mg/dl. Paramedics then treated the customer with an IV; contents of IV are unknown. The customer began to feel better 5 minutes after treatment and was not transported to the hospital. Return of the suspect device was requested for evaluation.